Event description:
It was reported that a patient's lead exhibited noise during an implant procedure. The lead was replaced during the same procedure. No other information has been provided.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned with the helix extended, bent and clogged with blood. Visual and x-ray examination found the coil to be over torqued in the connector region. The lead could be fully inserted into the returned connector sleeve and the test ICD device. No other anomalies were seen.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.